Manufacturer narrative:
Steps for further troubleshooting were provided to the customer. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that fd controller connection was lost and resolved via restart on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.